Event description:
A malfunction was reported with a specific code, but the customer confirmed that no significant events happened before the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions for resetting the pump, which resolved the malfunction, and the customer was advised to continue using the pump and report any recurring issues. The customer understood and acknowledged these instructions.